Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an insulin safety syringe. The customer reports the safety shield looks to be sticking after use when they attempted to slide it over the used syringe. The customer did not the nurse was stuck by the needle.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.